Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from a clinical study that this right ventricular (rv) lead dislodged. No interventions have been performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.